Event description:
A patient was suspected as having experienced withdrawal; drug delivered via the device was baclofen. The patient was admitted to a hospital; and placed on a respirator. How to stop the patient's pump immediately was discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2002, explanted: unk.